Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification. The event history log (ehl) review was performed and revealed "improper shutdown!". An "improper shutdown!" Message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The reported problem 'improper shut down' was unable to be confirmed during evaluation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an improper shut down. The event occurred on the same day it was reported at the biomed service. There was no patient involvement. No additional information is available.